Event description:
Reportedly, the surgeon was unable to articulate to get it through the trocar. Unfortunately, account did not save the device for evaluation. Applied another device. No injury. Sex: unknown. Procedure: unknown.